Event description:
The device: a ge high intensity MRI machine. The unit is located on the third floor of the clinic, in the dept of diagnostic radiology. The event: in 2007- approximately noon time- I underwent a pelvic/adrenal region MRI scan in this machine. No drugs or contract media was administered. This unit utilized a separate 'antenna' which was positioned and secured to my abdominal/pelvic area. The scan was uneventful. Approximately 40 minutes - one hour after exiting the unit, I began noticing muscle/limb 'stiffness or tension' and a 'tingling' sensation in each limb. As the hours passed, this 'tension and tingling' became very pronounced. By evening, my muscles were extremely tense and I was trembling uncontrollably. My blood pressure elevated in excess of 40 points -+150 systolic- and by 11pm I phoned the blue cross help line -they were of no help-. These adverse reactions did not abate for at least 36 hrs. Within 24 hrs I had reported the incident to my gynecologists - who tried unsuccessfully to research this event-, and my primary md -who suggested it may be an idiopathic response-, and I tried as well to contact the dept, which performed the scan - but my contact was refused. I was directed to a pt representative who returned my call. Nothing further came of my follow-up request for info from that representative, nor at this time have I been able to review the images that were made. Inconceivable as it may seem, given the type of adverse event I experienced, it appears that my adrenal glands and/or nervous system was/were negatively impacted by the high energy scan. I have had a previous MRI -about 10 years ago- in a different machine, without incident. I never expected that any harm could be done by having a scan, or I would not have requested it from my gynecologist. D2. Dose or amount: unknown. Diagnosis or reason for use: evaluation of adrenal glands.